Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt did not find any obvious anomalies. The actual sample, after having been rinsed and dried, was subjected to another visual inspection, no anomalies were revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated in it and the pressure drop was determined at each flow rate. The obtained values were verified to meet the manufacturing specifications. A review of the device history record of the involved product code lot # combination confirmed that there no production related problems. A search of the complaint file found no previous reports of this nature with the involved product code lot # combination. Although the exact cause cannot be determined based upon the available information, the evaluation results verified that the actual sample, after having been rinsed and dried, was of normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur; and adequate heparinization of the blood is required to prevent it from clotting in the system. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
The user facility reported an increase in pressure in the capiox rx15 device. Follow up communication from the user facility reported the following information: the pressure increased over membrane; the perfusionist was forced to change the oxygenator shortly after going on bypass; and the procedure was completed successfully.